Manufacturer narrative:
Investigation: used test and analysis equipment: -microscope "keyence- vhx 600 d." -digital-camera "panasonic dmc tz8. First we made a microscopically investigation of the weld seam. Here we found no abnormities or hints for a material or welding error. The seam is placed on the middle of the gap between the locking part and the instrument body. The seam get broken in the middle. The seam penetrates deep enough into the material. Next we checked the ball screw of the locking mechanism. Here we found damages on the rim of the screw. Those damage was caused by the thread of the locking lever. Root cause is a incorrect (to deep) position of the screw. Through this it came to an excessive force on the locking part during usage, especially by using a hammer or the slapping hammer. Because the screw is fixed by two weld spots, a manipulation by the customer / user can be excluded. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause of the failure is most probably manufacturing related. Rational: the ball screw of the locking mechanism is wrong positioned, so a excessive force on the mechanism and especially the weld seams is the result. A misadjustment by the user can be excluded because the screw is fixed with weld spots after assembling. Corrective action: according to (B)(4) there is no CAPA necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: germany. It was reported that the instrument broke during surgery. There was a fifteen minute delay in surgery reported.